Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During use, the wire could not advance due to the patient's vasculature; therefore, the wire was removed 2-3 times to reshape the distal tip. However, when the wire was placed at the tip of the non-philips guide catheter, the distal portion separated but was vacuumed using a syringe. The procedure was completed with pci and the patient is doing fine. This adverse event and product problem is being submitted due to separation, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: foreign- japan block h3: the omniwire was returned in two pieces. The returned distal section (dome, distal coil, sensor, and hypotube portion), measured approximately 42.9 cm. The returned proximal section (hypotube portion, proximal pet heat shrink, and composite core) measured approximately 145.7 cm. Visual inspection found a bent and stretched distal coil. At the location of the separation, the hypotube between the pet heat shrinks were exposed, resulting in sharp edges. The total length combined is 188.6 cm, which concludes it is within the overall working length spec of 190 cm ± 5 cm. Block h6: the probable cause of the device separation is due to user handling. Manipulation and strain can damage internal and external components. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.